Manufacturer narrative:
Product investigation completed. Product analysis confirmed the reported events related to device malfunction. Based on the event details and visual inspection, product analysis identified damages in all components that were result of sharp instrument damage. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred during implant, while implanted or during explant. These damages are consistent with explant damage and were considered a secondary failure. Product analysis identified multiple device malfunction. Therefore, product analysis confirmed the reported events related to devise malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which a new pre-connected ipp system was implanted. No information was provided about the patient's outcome.